Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 412 mg/dl at the time of the incident and current blood glucose was 412 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer reported insulin flow block alarms on 3 to 4 past sets and event was resolved by infusion and reservoir change. The customer was treated with insulin pen. Customer will not return device for analysis.